Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and two retained samples were provided for evaluation. A visual inspection of the photo identified a disconnection between the tubing and chamber. However, visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull, underwater leak and air passage tests were performed; no disconnections, leaks or no blockages were identified, and no blockages were found. Traction testing was performed with no issues noted. The reported condition was verified on the photo sample only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set separated from the drip chamber. The issue was further described as, this occurred while connecting the total parenteral nutrition (tpn) to an unspecified infusion pump. One of the connections in the chamber of the device became loose, resulting in a loss of sterility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.